Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 600 mg/dl. The customer was at work prior to the event, and had to call the paramedics. The customer was tired, and her legs were hurting. During the call, the customer was experiencing high blood glucose levels, and stated that she just arrived at the hosp with her dad. The customer's blood glucose reading was 533 mg/dl, and she had ketones. The customer was not comfortable with the insulin pump, and requested a replacement. The customer declined troubleshooting. Nothing further was reported.